Event description:
It was reported the patient's blood glucose levels declined to 43 mg/dl. The controller screen reportedly went black and would not turn on. The patient loss consciousness and emergency services was called. Patient was diagnosed with low blood sugar and low blood pressure. The paramedics treated the patient with dextrose and fluids via IV and the patient drank sugar water. Paramedics advised the patient to eat. The paramedics left the patient's home after several hours.. Patient confirmed having a backup method for insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.